Manufacturer narrative:
No information on the impact to the patient was provided at the time of this report. Two attempts for additional information requests were sent out to the customer. This report will be updated if additional information is provided from the customer. Updated 1/15/2025: the customer reported the electrode was removed by bedside with gentle traction. During the removal a contact loosened from the electrode and remained within the patient. There was no reported impact to the patient and there is no plan to remove the remnants from the patient. The customer was informed of our product limitations of intended temporary (29 days or less) use. They are not intended for implantation longer than this period. Also surgical removal (not bedside) is the approved method. This information is all included with the instructions for use.

Event description:
The doctor was unable to remove the platinum electrode from the patient.

Manufacturer narrative:
No information on the impact to the patient was provided at the time of this report. Two attempts for additional information requests were sent out to the customer. This report will be updated if additional information is provided from the customer.

Event description:
The doctor was unable to remove the platinum electrode from the patient.